Event description:
It was reported that customer saw continuous glucose monitor error message. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, and performed reset with guidance, after which pump did not display error message again and no further action was needed.